Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. The lesion was predilated with a 2.5mmx12mm apex balloon catheter. A 3.00mm x 38mm promus premier¿ stent was advanced, but was unable to cross the lesion. Numerous attempts were done to pull the device into an unspecified guide catheter however it was noted that the stent began to expand proximally and became hang up in the guide catheter. The stent remained attached to the stent delivery system (sds) balloon but the catheter of the sds was cut in order to use a snare for removal of the device. The procedure was completed with another unspecified stent after using "some" different equipment and maneuvers. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. However, attached to this complaint is a picture of a stent delivery catheter with the crimped stent pulled distally along the balloon. As a result, the proximal to mid-section of the stent is severely bunched up and the stent struts are severely distorted. The stent is positioned out over the tip section of the catheter. An examination of the balloon, from the photo, identified that the balloon did not appear to have been inflated. Also in the photo is an image of the distal end of the guide catheter. The stent damage observed in the attached photo is consistent with the proximal end of the crimped stent getting caught on the tip of the guide, during withdrawal, and as a result the stent was pushed out over the tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. The lesion was predilated with a 2.5mmx12mm apex balloon catheter. A 3.00mm x 38mm promus premier¿ stent was advanced but was unable to cross the lesion. Numerous attempts were done to pull the device into an unspecified guide catheter however it was noted that the stent began to expand proximally and became hang up in the guide catheter. The stent remained attached to the stent delivery system (sds) balloon but the catheter of the sds was cut in order to use a snare for removal of the device. The procedure was completed with another unspecified stent after using "some" different equipment and maneuvers. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).